Event description:
It was reported to philips that while in AED mode, the device did not prompt to shock when the patient was in ventricular tachycardia.

Manufacturer narrative:
Reporter's phone number: (B)(6).

Manufacturer narrative:
Become aware date and event date updated.

Manufacturer narrative:
Philips clinician reviewed the event files. It was found that the device was powered on in AED mode. The initial ECG rhythm was ventricular fibrillation. The device correctly identified this as a shockable rhythm and issued a ¿shock advised¿ prompt. The shock button was not pressed within thirty seconds and, as designed, the device disarmed. A thirty second protocol pause for CPR followed. The second ECG analysis showed the rhythm to be ventricular fibrillation. The device correctly identified this a shockable rhythm and issued a ¿shock advised¿ prompt. The shock button was pressed and shock number one was delivered. The post-shock rhythm was not able to be determined due to the presence of artifact consistent with that caused by external chest compressions. A two minute protocol pause for CPR followed. The third ECG analysis showed the rhythm to be ventricular fibrillation. The device correctly identified the rhythm as shockable and issued a ¿shock advised prompt. The shock button was pressed and shock number two was delivered. The ECG rhythm remained ventricular fibrillation. Prior to the next scheduled ECG rhythm analysis, the device was placed into manual therapy mode at the 200j energy setting. ECG waveform was not visible at this point, but prior to entering manual therapy mode the ECG rhythm was observed to be ventricular fibrillation. Shock number three was delivered. Approximately four minutes later, at ten minutes and thirty-five seconds elapsed time, shock number four was delivered at 200j. A ¿pads off¿ message was observed approximately forty-five seconds later. The device remained on for an additional four hours and thirty-two minutes at the 150j energy setting in manual mode. During this time, vital signs were recorded at five minute intervals. No ECG waveform was available. The device behaved appropriately and as expected with no malfunctions noted in the event files. Upon conclusion of the clinical event review, it was found that the device behaved as designed. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.